Event description:
It was reported that the water could not be supplied, and when the operation started, overflow occurred in an arctic sun device. It was confirmed that the water was supplied with the pad still connected. The water in the pad was recovered, the circulating water was drained, and refilling was requested. Although water refilling became possible, an overflow occurred again. This might have been caused by improper use. Per review of wo on 29apr2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 01may2025, the device would be sent in for a bd-approved facility for evaluation. The issue was under investigation. Patient therapy completion status was under investigation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water could not be supplied, and when the operation started, overflow occurred in an arctic sun device. It was confirmed that the water was supplied with the pad still connected. The water in the pad was recovered, the circulating water was drained, and refilling was requested. Although water refilling became possible, an overflow occurred again. This might have been caused by improper use. Per review of wo on 29apr2025, device was used on patient. There was no patient injury report.